Manufacturer narrative:
Continuation of d11: of total parenteral nutrition (tpn), antibiotics, and potential hemodynamic support. (B)(4).

Event description:
It was reported that a central venous catheter (cvc) was inserted, and correct positioning was confirmed via x-ray. On the following day, during routine clinical rounds, the patient's neck was observed to be significantly swollen. The cvc was subsequently removed and replaced with a peripheral intravenous (piv) catheter. Following removal, the swelling of the neck resolved. Upon inspection of the removed cvc, patency testing identified a small hole or tear located distal to the y-piece (junction hub) of the lumen. A new central line was placed following removal of the affected device. An x-ray confirmed the cvc placement. Aside from the need for device replacement and additional imaging, no further injury, complications, or adverse clinical outcomes were reported. No additional medical intervention was required beyond removal of the suspect device and placement of a replacement catheter.